Event description:
The hospital reported that during a coronary artery bypass procedure, two aortic cutters mis-fired. A replacement aortic cutter was used to complete the procedure. No pt complications were reported by the hospital. We received two heartstring seals on 1/22/2008. Follow up with customer confirmed that it should have been reported as two heartstring seals did not deploy. Deployment failure is reportable.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal was out of deployment tube. The plunger was depressed and tension spring still loaded in deployment tube. The failure that the seal would not deploy is confirmed. Lhr review was completed for the product, there was no nonconformance associated with the lot number.